Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 208 mg/dl. Customer stated that the alarm was happening every day for the last 3 weeks. Customer has been getting the alarm at the time of the bolus. It was explained that it may be due to site, set, or reservoir issues. Customer was aware that some insulin types may cause clogging. Customer was using apidra. Customer stated that they always have the pump in the holster and never do anything to compromise the delivery. Customer has tried all remedies and does not want to troubleshoot. Insulin pump will need to be replaced. Customer is fairly lean but can pinch up on the areas he inserts. Customer needs to use a shorter cannula. Customer was advised that insulin may start to pool and create back-up pressure, thus leading to no delivery alarms. Customer would like to try out the shorter cannula quick sets. No further assistance needed.